Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt a jolting sensation prior to their 3 month visit and it was uncomfortable. Etiology was possibly related to the ins and therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient experienced an uncomfortable sensation of paresthesia. It was unknown what actions were taken and what the outcome was at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the cause of the jolting sensation was undetermined. The hcp noted the actions/interventions taken to resolve the jolting sensation was programming occurred at 3 month visit to optimize pain control. It was noted the outcome was unknown. The information was confirmed with the healthcare professional (hcp). Additional information from the hcp on (B)(6) reported a jolting sensation. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that this event was not related to the ins. It was noted that this was still possibly related to the therapy.